Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00007 on 28-feb-2025. Additional information (18-mar-2025): siemens performed additional testing of lot 5695900 of the dade pfa collagen/epi reagent. Five samples were tested for platelet function assay (pfa) ¿ collagen-epinephrine (pfa col epi) in replicates of three and all results recovered as expected. Pfa data are influenced by factors such as hemoglobin, hematocrit or thrombocytes, and von willebrand factor, as well as sample handling and sample aging effects. It is known that a certain amount of patients on aspirin are non-responders and do experience prolonged closure times when taking the drug. It is important that the sample tubes are mixed upside down and must not be shaken under any circumstances. For dade pfa collagen/epi reagent, it is recommended that testing not be performed until 10 minutes after blood collection. No product issue was identified and a sample specific cannot be ruled out as a cause of the event. The reagent is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information.

Event description:
The customer reported the observation of a false normal platelet function assay (pfa) ¿ collagen-epinephrine (pfa col epi) result obtained on a patient sample on a pfa-100 system using dade pfa collagen/epi reagent. A higher result was expected as the patient had taken 1000 mg of aspirin 8 hours before the blood sample was taken. The patient was also tested with thromboelastography (teg) which showed arachidonic acid (aa) inhibition, which contradicted the normal pfa col epi result. The pfa col epi result and the pathological teg result were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false normal pfa col epi result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) regarding the observation of a false normal platelet function assay (pfa) ¿ collagen-epinephrine (pfa col epi) result from a patient that had taken 1000 mg of aspirin 8 hours before the blood sample was taken. The customer also indicated that in the past, nine other patients also had normal pfa col epi but were taking aspirin. These results had been obtained using two previous, 5695891 and 5695894 of reagent while taking aspirin. Specific data and dates were not provided for these patients. Siemens is investigating the issue. The siemens dade pfa collagen/epi reagent is marketed in the united states under material number 10445697. The 510(k) number documented in section g4 is for this product.